Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt a vibratory alert and went to the emergency room. Upon interrogation, the vibratory alert was due to the device tripping eri. One episode was noted as ventricular fibrillation (vf). The device also exhibited post sensed t-wave oversensing. The device was explanted and replaced. Patient was stable.